Manufacturer narrative:
The oad was returned to csi with a driveshaft fracture at the proximal side of the crown. The guidewire was engaged in the device. Scanning electron microscopic analysis identified fatigue striations at the site of the driveshaft fracture. This can occur when the driveshaft undergoes excessive flexing near the crown due to spinning in excessive tortuosity or resistance that pushed the driveshaft into a tight bend shape. The exact root cause of the driveshaft fracture could not be conclusively determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: (B)(4).

Manufacturer narrative:
Analysis of the reported device is in progress. A supplemental report will be submitted when the device analysis is completed. Csi ID: (B)(4).

Event description:
Three low speed treatments were performed on a 80% stenosed, 270 degree calcification, 4mm diameter, 20mm length lesion in the left anterior descending artery (lad) using a diamondback 360 coronary orbital atherectomy device (oad). Imaging confirmed that the driveshaft became fractured. The oad was removed. An unsuccessful attempt was made to snare the fractured driveshaft component. An extension catheter was able to remove the fragment. Balloon angioplasty was performed to complete the procedure. The patient was stable.